Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. The patient was outdoor and conscious at the time of the event. The patient was riding his motorcycle at the time of the event. Sinus tachycardia at 115 bpm with motion artifact contributed to the false detection. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The patient went to the hospital and will continue to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient went to the hospital and will continue to wear the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device mfg date; monitor sn (B)(4): 03/2014 - reuse. Electrode belt sn (B)(4): 10/2012 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).